Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could be established. Visual inspection of the returned device showed loose component inside the device. Functional evaluation revealed that the device failed the pressure loop test. There was a warning- leak alarm. Further investigation revealed the device's pump failed. The root cause is determined to be a pump failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review was performed, there have been further instances. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that unit failed twice while on patient. It was not getting any fluid transfer (not suctioning as intended). Procedure was delayed and a replacement was sent. There was no impact to the patient.